Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer complained about the sensor not functioning properly. Customer stated that she received a calibration error alert and sensor error alert. Customer stated that the alert did not occur after first calibration attempt after initialization; she was able to calibrate the first time. Customer also reported that the sensor readings were 232 mg/dl and her blood glucose was much lower at 89 mg/dl. Nothing further reported.